Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 balloon broke. They were near the end and they heard a pop and then felt the balloon and it was not inflated anymore. Completed case manually holding btt in place. The hospital did not report any patient effects.